Event description:
It was reported that during a gastric bypass procedure, while completing the last firing, the stapler partially fired and did not cut. The case was completed with a similar device with no pt consequence.